Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 480 units of insulin, and the insulin gauge displayed an accurate initial fill estimate of over 200 units, and then changed to 125 units. There was no impact to the customer's blood glucose level. The customer declined to reload the existing cartridge.